Event description:
The plaintiff's attorney alleged the unk decedent experienced a cardiovascular event and subsequently expired on ni/ni/ni after use of the product.

Manufacturer narrative:
This report is associated with MDR number 1225714-2013-00406.